Event description:
The customer called stating that they ran a cycle on the dsd with the heaters turned off hold temprature was 25º, the alarm did not go off. On (B) (6) 2010 ms (B) (6) called and reported the situation with running the rapicide for about one week at 24 c.

Manufacturer narrative:
Evaluation of the dsd was performed by minntech/medivators field service engineer (fse), fse noted alarm trip point was set at 10º c on both sides. Reset alarm trip point to be 36 for both sides. On (B) (6) 2010 customer called with concerns regarding possible cross contamination due to the rapicide being run at 24º c (should be 35º c minimum). Several attempts were made for further patient information, no patient injuries have been reported as of (B) (6) 2010. If additional information is received at a later date, a follow-up report will be sent.